Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument has not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted procedure the clip applier instrument would not release the clip(s) release from the jaws. The site has tried two did clip appliers with same result. The reporter mentioned the operating room (or) staff will try the clip applier on a different arm and also will make sure the clip applier has a good solid engagement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.